Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic pain/ pelvic pain constant-severe") in a 34-year-old female patient who had essure (batch no. 827923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2007,(B)(6) 2010), miscarriage, chlamydial infection, abortion, abdominoplasty, flu, appendectomy and breast reduction in 2014. Previously administered products included for an unreported indication: levonogestrel. Concurrent conditions included obesity, vaginal haemorrhage, yeast vaginitis, perineal pain, hypertension, cramp in lower abdomen and pelvic discomfort. Concomitant products included medroxyprogesterone (depo provera) from 2010 to 2011 for birth control as well as anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and fatigue ("fatigue"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and dry skin ("dry skin"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and mood swings was resolving and the dysmenorrhoea, menorrhagia, abdominal pain, dry skin and fatigue outcome was unknown. The reporter considered abdominal pain, dry skin, dysmenorrhoea, fatigue, menorrhagia, mood swings and pelvic pain to be related to essure. The reporter commented: after essure insertion procedure, 3 coils were noted to be trailing in the uterine cavity on the both sides. Patient stable and tolerated procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On (B)(6) 2016 patient had surgical pathology report resulted in uterus , cervix, total abdominal hysterectomy bilateral fallopian tubes and bilateral salpingectomy, unremarkable right and left fallopian tube and paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc(product technical complaint) update. On 3-aug-2018: pfs received- no new information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic pain/ pelvic pain constant-severe") in a 34-year-old female patient who had essure (batch no. 827923) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2007,(B)(6) 2010), miscarriage, chlamydial infection, abortion, abdominoplasty, flu, appendectomy and breast reduction in 2014. Previously administered products included for an unreported indication: levonogestrel. Concurrent conditions included obesity, vaginal haemorrhage, yeast vaginitis, perineal pain, hypertension, abdominal pain lower and pelvic discomfort. Concomitant products included medroxyprogesterone (depo provera) from 2010 to 2011 for birth control as well as anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), mood swings ("mood swings") and dry skin ("dry skin"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and mood swings was resolving and the dysmenorrhoea, menorrhagia, abdominal pain, dry skin and fatigue outcome was unknown. The reporter considered abdominal pain, dry skin, dysmenorrhoea, fatigue, menorrhagia, mood swings and pelvic pain to be related to essure. The reporter commented: after essure insertion procedure, 3 coils were noted to be trailing in the uterine cavity on the both sides. Patient stable and tolerated procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. On (B)(6) 2016 patient had surgical pathology report resulted in uterus , cervix, total abdominal hysterectomy bilateral fallopian tubes and bilateral salpingectomy unremarkable right and left fallopian tube. Paratubal cyst. Most recent follow-up information incorporated above includes: on 20-feb-2018: pfs+mr received, lot number received, patient historical and concomitant condition added, lab data added, events added as follows:- mood altered, dry skin, fatigue,device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.